Event description:
The stent was to be deployed in the sfa. The delivery system was advanced through a difficult access site with a sharp curve. The stent deployed before the desired area was covered and another stent had to be deployed to cover the stenosis. No pt injury occurred.

Manufacturer narrative:
This event is still under investigation. However, it should be noted the zilver biliary stent is only approved for biliary use. The safety and effectiveness of the device for use in the vascular system have not been established.